Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The iliac arteries were calcified, and there were bilateral common iliac stents. It was reported that this patient had an endograft attempted 4-5 years ago, and the grafts could not traverse the iliacs. An attempt with an endurant 28x13x124 was made, but while it appeared like it might make it, it was very tight and there was grave concern that the delivery system might not come out. The physician elected to use a smaller 18f endurant bifurcated stent graft. This passed with some difficulty, and had additional difficulty coming out, but it turned out successful, other than the fact that there appeared to be a type IV leak on completion angiogram. The physician also placed two assurant 10 x 40 stents in the terminal aorta/common iliacs, because the lumen was only 5 mm in the limbs after non-compliant 8 mm balloon dilatations. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak, access failure). Patient's condition affected effectiveness of device (anatomy related; small and calcified access vessels w/pre-existing iliac stents). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; small and calcified access vessels w/pre-existing iliac stents).